Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed small pieces of the haptics were torn off and missing. A work order search was performed and there were no similar complaints found. Conclusion (no conclusion can be drawn): based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the mic13.2 implantable collamer lens was broken. Additional information was requested but not received. If any additional information is provided, a supplemental medwatch form will be submitted.